Event description:
Exhaled co2 detector was defective when the sealed foil package was opened. Device is used to confirm endotracheal intubation. Color indicator was already yellow when package opened. Dates of use: 2008. Reason for use: respiratory failure.